Event description:
A customer reported a reading issue with the freestyle libre sensor, as compared to a competitor meter. The customer reported both high and low sensor readings, and it is unknown when the readings were taken in relation to each other. The customer experienced hypoglycemia with a loss of consciousness, but reported being able to self-treat with glucose injection. There was no report of death or permanent injury associated with this event. The customer provided comparison of 221 mg/dl and 60 mg/dl from sensor against 45 mg/dl and 323 mg/dl from meter. The results when plotted on a parkes error grid fall into the "c" and "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a reading issue with the freestyle libre sensor, as compared to a competitor meter. The customer reported both high and low sensor readings, and it is unknown when the readings were taken in relation to each other. The customer experienced hypoglycemia with a loss of consciousness, but reported being able to self-treat with glucose injection. There was no report of death or permanent injury associated with this event. The customer provided comparison of 221 mg/dl and 60 mg/dl from sensor against 45 mg/dl and 323 mg/dl from meter. The results when plotted on a parkes error grid fall into the "c" and "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The sensor was unable to be reprogrammed. The sensor was de-cased and the battery was replaced with known good battery. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a reading issue with the freestyle libre sensor, as compared to a competitor meter. The customer reported both high and low sensor readings, and it is unknown when the readings were taken in relation to each other. The customer experienced hypoglycemia with a loss of consciousness, but reported being able to self-treat with glucose injection. There was no report of death or permanent injury associated with this event. The customer provided comparison of 221 mg/dl and 60 mg/dl from sensor against 45 mg/dl and 323 mg/dl from meter. The results when plotted on a parkes error grid fall into the "c" and "d" zone, showing the difference in values to be clinically significant.